Event description:
Additional information was received that device and pacing system analyzer (psa) testing of lead measurements noted no anomalies and tug testing noted the lead to device header connection was appropriate.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed three months later due to the previous reported clinical observations. No anomalies were visualized on the lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine implant of the cardiac resynchronization therapy defibrillator (crt-d) with this chronic right ventricular (rv) defibrillation lead, a shock lead shorted message was recorded during defibrillation threshold (dft) testing. The patient required external rescue. Boston scientific technical services (ts) recommended replacing the device and lead. The crt-d was attempted, but not implanted. Another crt-d was implanted with this chronic rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a portion of the lead was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
A terminal end segment and a mid-body segment were returned severed 121 millimeters (mm) from the lead terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portions of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.